Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
During an initial implant procedure, capturing issues were observed on the atrial lead. The lead was repositioned multiple times but the issue still persisted. The lead was then explanted and a new atrial lead was implanted. The patient was stable.